Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that data points were missing from the continuous glucose monitor graph. Customer¿s blood glucose was 167 mg/dl. The customer was instructed to reset the pump to resolve the issue.